Event description:
On (B)(6) 2024, neo tract was informed of a 60-year-old patient who underwent a pul procedure on (B)(6) 2024. During the procedure, the bleeding was controlled by electrode and bladder washing. The procedure was completed successfully, with 10 implants placed. On postoperative day 2, i.e., on (B)(6) 2024, the patient experienced a stomach ache after the urinary catheter was removed. A CT scan revealed urine leakage into the abdominal cavity, requiring hospitalization with a catheter. On (B)(6) 2024, catheter was removed, and the patient was discharged from the hospital after the resolution of symptoms. On (B)(6) 2024, the patient experienced hematuria with blood clots requiring hospitalization with a catheter. On (B)(6) 2024, the catheter was removed, and the patient was discharged.